Event description:
The customer reported the instrument tube of the evis lucera elite bronchovideoscope was clogged and there were scratches on the insertion part. The customer noted there was a strong sense of resistance when the instrument was inserted and they did not see any foreign material in the instrument tube. The issue was found during a diagnostic lung lavage biopsy procedure. There was no delay and the procedure was completed with another scope. There was no reported patient harm or impact due to this event. An olympus representative checked the device after the procedure. They did not inspect the inside of the instrument tube. During device evaluation at olympus, it was found the complaint was confirmed and there was foreign material in the instrument tube. The foreign material was suspected to be a white plastic tube sleeve for an instrument. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in, evaluation found the insertion section was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable event was unable to be determined. Olympus will continue to monitor field performance for this device.